Event description:
Patient presented with listlessness, lethargy, headaches, and slurred speech. Imaging studies have shown an increase in the size of her lateral and third ventricles. The patient's shunt valve has been set to 1.5, last csf shunt revision was 5 months ago, at which time a distal disconnection was identified and repaired. Imaging studies show that the third and lateral ventricles are dilated compared to prior assessments. Doctor turned down her strata valve to see if that would help reduce the size of the ventricular system to improve her symptoms, but it did not. Csf shunt revision was recommended. Strata valve was placed 4 years ago.